Event description:
It was reported through the litigation process that, on (B)(6) 2023, a port was implanted via the left subclavian vein in a patient for a history of crohn disease. Approximately four months and twenty-five days later, on (B)(6) 2023, the patient was diagnosed with thrombosis. Approximately one month and fifteen days later, on (B)(6) 2023, the patient experienced sepsis and septic shock. Subsequently, the blood cultures on the same day were positive for gram negative bacteria. Further, the infected port was removed on (B)(6) 2023, and purulence was observed during the removal. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, a powerport isp m.r.I. Ti 8fr implantable port (catalog no: 4708060 & lot no: regv0814) was implanted in a patient, via the left subclavian vein for a history of crohn disease. Sometime later, the patient developed multiple bilateral deep vein thromboses (dvt) and subsequently underwent pulmonary artery mechanical thrombectomy. One month and fifteen days later, the patient presented to the intensive care unit (ICU) with septic shock. Subsequently, blood cultures on the same day were positive for gram negative rods. Two days later, the infected port was removed. The mediport and catheter line were removed completely, and purulence was noted during extraction. Therefore, it can be confirmed that the patient had experienced sepsis, thrombosis, bacterial infection, septic shock and purulent discharge. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient developed with unspecified infection and thrombosis. The current status of the patient was unknown.